Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to scrotal erosion and recurrent incontinence. Pain and fever were also reported. A catheter was placed following removal of the device to facilitate healing. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to scrotal erosion and recurrent incontinence. Pain and fever were also reported. A catheter was placed following removal of the device to facilitate healing. No further patient complications were reported.

Manufacturer narrative:
Correction made to d4 model number, lot number, catalog number, expiration date, unique identifier, and c2/d10 concomitant product.